Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed the earth ground resistance test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed and attributed to the analog board. The customer declined the recommended replacement of the analog board repair. The device was returned to the customer labeled "not certified for clinical use." Analysis of reports of this type has not identified an increase in trend.